Manufacturer narrative:
The third-party service agent performed some unrelated repairs, and proper device operation was subsequently observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not allow other operations to be performed. In this state, the device would not be able to perform therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and has been unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not allow other operations to be performed. In this state, the device would not be able to perform therapy, if it were needed. There were no reports of patient use associated with the reported event.